Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While performing onsite service for the device, it was identified by a philips feld service engineer (fse) that the unit experienced a defib test failure. One therapy pca was returned for failure analysis. The specified problem was not duplicated. The component passed all the tests. No fault was found with this therapy board. (Update).

Event description:
While performing onsite service for the device, it was identified by a philips field service engineer (fse) that the unit experienced a defib test failure. There was no patient involvement.